Event description:
The customer complained that an anti-m didn't react clearly positive with cell 1 of biotestcell p3 part. -no. 816017, lot 1041021 on tango. Furthermore, the customer reported that all reactions which were supposed to be negative didn't react unambiguously negative with cell 1 of biotestcell p3. The customer has sent us the affected sample. The complained lot biotestcell p3 was not sent. Therefore, the quality control laboratory tested the retention sample of the complained lot biotestcell p3 in combination with the sample on tango. We could confirm a +/- reaction of the sample with cell 1 of biotestcell p3. The used positive negative control reacted correctly and clearly positive respectively negative. Further testing in the diamed gel system showed negative reactions in the liss/coombs technique. The testing at room temperature and in the cold at 4 degree c showed clear positive reactions with the m-positive screening cells. The tests carried out give a hint that this antibody (anti-m) is reacting preferential I the cold, even if there is some reaction in 37 degree c phase. According to "the blood group antigen facts book" by marion e. Read and christine lomas-francis, 2nd edition, academic press, 2008 the optimal techniques for determination of anti-m are the 4 degree c and room temperature incubation. Only in rare cases alloanti-m is reactive by indirect anti-human globulin test (iat). An autoanti-m is rare and reacting at low temperatures. There was no further material available for additional testing, e.g. Whether the affected antibody is an igg or igm type antibody or a mixture of both. According to "facts book" the clinical relevance of alloanti-m is low. Transfusion reactions and hemolytic disease of newborn (hdn) occur only in extremely rare cases.

Manufacturer narrative:
The testing of the quality control laboratory confirmed the correct function of the affected lot of biotestcell p3. The review of batch record documentation showed no deviations or irregularities. Referring to a missed antibody we had no further complaints relating to this lot.